Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions or air bubbles were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of experiencing air bubbles and no delivery alarm when 50 units of insulin was left in reservoir. Customer's blood glucose was 406 mg/dl. Troubleshooting was performed and insulin pump passed displacement test. Customer reported that there was blood at site when removing infusion set due to no delivery alarm. When troubleshooting for air bubbles, customer rewound insulin pump with reservoir in place and insulin was not stored at room temperature. Customer was advised of proper care of insulin and to call when issues occurred.